Event description:
The patient need to find a new provider in co. The patient had been seeing a healthcare provider (hcp) temporarily and then got really sick, missing some appointments. The patient stated they can¿t make the appointment if they are ¿unconscious¿. In the last year the patient lost their medicaid insurance and had to choose between eating, seeing the hcp or a roof over their head. The patient only went in for appointments for the pump fills and couldn¿t afford to do it otherwise. The patient stated they were ¿unconscious most of all of this year¿. The patient has medicare and medicaid too and was looking for a new provider because the patient ended up having seizures and mini strokes. Per the patient, ¿if you miss too many appointments they wean patient off the pump and explant the pump¿. The patient stated, ¿the pain is so bad already¿, the patient can barely stand up. (B)(6) 2014 at 15:42, the hcp lowered it 25% that day (dose per day 2.803 mg/day concentration 25 mg/ml) and stated that the pa (physician assistant) lowered it 20% on (B)(6) 2014 (dose per day 2.241 mg/day concentration 25 mg/ml) and the hcp was going to decrease it more on (B)(6) 2014 until it is completely out. Per the patient once they get to the ¿1. Something¿ they will change the concentrate to 10 mg/ml. The patient¿s pain was so bad immediately their back started spasming, then the right leg went first (had shooting pains from lower back into hip and cheek of behind down into the right leg). The patient still had that feeling. Then the patient¿s left leg went and same thing happened on that side too. The patient had shooting pain in her head right over left eye and her face started to tingle; had been going on for a year. The patient stated the right side of their face drooped and had been laying along and the pa while the patient was in the office had one of the girls sit with the patient while she was on the table. The nurse took two pictures of the patient¿s face and its awful stating the whole side of face is drooping and eye was closed. Per the patient this occurred this past wednesday (B)(6) 2014 at the patient¿s appointment. The patient stated they did not go to the hospital and was sent home. The patient stated the facial drooping comes and it goes and had been off and on still. The patient was told by the hcp office that the patient needed trigeminal neuralgia injections. The patient stated they have done them (the injections) in the past and they didn¿t do anything. The patient also stated they have had several strokes in the past and was told last november to use a walker or wheelchair for safety. The patient also had a history of exposure to black mold, had lupus, blood work done that found some of the ¿issues that went on¿, tested for lymes disease, arachnoiditis, and a test that came back for chronic fatigue, and a broken back. The patient was treated by some of the best hospitals and couldn¿t find anyone when the patient relocated. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 -(B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient was complaining about their healthcare provider (hcp). The patient had had multiple seizures in his office and the hcp did nothing about it. The patient noted the hcp had left her pump empty for a year.